Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with non-sustained right ventricular oversensing on their cardiac defibrillator. The physician reprogrammed the device successfully. The patient will continue to be monitored.

Manufacturer narrative:
Additional MDR needed to address erroneous information. The correct first notification date of 07/05/2017 shall supersede the first notification date reported on the initial MDR.

Manufacturer narrative:
This supplemental report is to add previously unreported model #/lot #.